Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). There was no impact to the customer¿s blood glucose. Multiple follow up attempts were made to obtain pump data logs, and to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.